Event description:
Patient was at home and the low flow alarm went off. He came to the hospital, he was place on his back up controller. Patient in stable condition throughout no further alarms noted. He was given a new controller and sent home in stable condition.